Event description:
The customer reported a connection error; the field engineer noted that the system reported communication error and did not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.